Event description:
Customer reported that the unit has a white screen and sounds like the unit is running in the back ground. Reportedly, customer verified that the unit has the 2nd generation lcd; screen comes on but its blank; sounds like the unit is operating in the background. Customer suspect possible video cable. The customer reported there was no patient involvement.